Manufacturer narrative:
The device was not received for evaluation and the serial number is unknown; therefore, a device analysis could not be performed. The cause of the event was determined to be a use error. On a prismaflex machine, before pressing "unload" in order to remove the set, the user is instructed to clamp all lines and disconnect the patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient was undergoing extracorporeal membrane oxygenation (ECMO) using a prismaflex machine and a prismaflex set. During therapy, the nurse incorrectly unloaded the set while the patient was connected. The patient lost blood (amount not specified) and required a blood transfusion. The patient outcome was not reported. No additional information is available.